Event description:
A customer contacted beckman coulter regarding a possible pt sample misidentification on coulter lh 750 instrument. An operator scanned sample a on the workstation and pressed "ID" and "." In order to transfer the sample ID to the analyzer. The sample a was not cycled. Another operator enetered sample b ID directly at the analyzer's keypad and then ran sample b. The sample b was identified on the workstation and the printout as sample a. The customer indicated that the misidentified sample results were not reported out of the lab. The customer did not provide any additional info regarding this event. The customer indicated that there has been no change to pt treatment attributed to or connected with this event.